Event description:
The customer reported the system was mixing up images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive and reloaded software and configuration files. The system operates as intended.